Manufacturer narrative:
The device was not returned for analysis; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of cause linked to device but unable to trace more specifically. A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. A risk review was completed and confirmed that the event of message - error code 1003 was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of labeling determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. Moreover, this device emitted beeping tones. A request was made to have data from this device analyzed. Data analysis confirmed low voltage fault and that this device power consumption is increasing in a gradual fashion. A device replacement was recommended or have the device battery re-evaluated within 90 days. To date, this device remains in service. No adverse patient effects were reported.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. Moreover, this device emitted beeping tones. A request was made to have data from this device analyzed. Data analysis confirmed low voltage fault and that this device power consumption is increasing in a gradual fashion. A device replacement was recommended or have the device battery re-evaluated within 90 days. To date, this device remains in service. No adverse patient effects were reported.